Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was unsure whether auto mode feature on insulin pump was active or not at the time of reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer also stated that insulin pump had multiple pump error alarms. Customer was able to clear the alarm and able to complete rewind. Self test was performed and it was passed. The insulin pump will not be returned for analysis.